Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cassettes had been causing no disposable alarms for months and the patient always had to carry multiple cassettes. The patient ran out of cassettes and headed home to where the patient had more premixed cassettes waiting. The patient voiced alot of frustration with ongoing alarms. The patient has been just discarding but will begin to write down lot numbers to call in to report ongoing issues. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.